Manufacturer narrative:
Device manufacturing records were reviewed. Results code: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated that the patient was having her vns removed due to infection. Device history records indicate the vns was sterile when shipped from the manufacturer. Surgery to remove the vns has occured and the explanted vns lead and generator have been returned and are currently undergoing analysis. Attempts for further information are in progress.